Event description:
Subsequent to the initial filing, additional information was received stating that the shaft of the device was not separated, but that the stent implant became bent during the attempt to cross the lesion.

Manufacturer narrative:
(B)(4). Factors that can contribute to stent damage include, but are not limited to, manufacturing, removal of the protective sheath, handling of the product, or interaction of the stent delivery system (sds) with accessory devices or anatomy. To help ensure this type of event is not the result of a product deficiency, all sds are 100% visually inspected online for stent damage, including at the point that the protective sheath is placed over the balloon. It was reported the stent was noted to be damaged during advancement in the lesion therefore it is likely that an interaction with the lesion/anatomy contributed to the stent damage, as there was no damage noted to the stent during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. Although the sds was not returned for analysis, it is likely an interaction with the patient anatomy contributed to the stent damage and there is no indication of a product quality deficiency. The lot history record for this product was not reviewed and a similar incident query was not performed because the lot number is unknown.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during an angioplasty, the proximal shaft of the vision stent delivery system separated. No adverse patient effects were reported. Another stent was implanted to complete the procedure successfully. No additional information was provided.